Manufacturer narrative:
(B)(4). The device was not returned to edwards for evaluation. The clinical observation was unable to be confirmed. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Pannus occurring prior to 12 months is rare and suggests patient factors may have played a significant role. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Host tissue/pannus growth formation and patient's clinical condition most likely contributed to this event. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through the implant patient registry, it was learned that a (B)(6) year-old patient underwent re-do aortic valve replacement due to aortic valve stenosis and chronic mediastinal seroma to remove a 19mm surgical valve. The implant duration of the surgical valve was two years and two months. The patient presented to the hospital due to shortness of breath. Evaluation since has demonstrated an increases in gradient across the aortic valve, most recently echo showing a gradient of 41. Per operative report, the aorta was opened and debridement was performed to remove all extensive pannus formation that was making the valve stick to the aorta wall. The patient¿s valve was small and it was decided to increase the size to a 23mm surgical valve. The seroma was underneath the mediastinum and involved the sternum. The portion of the sternum was excised and found to be negative on gram stain cultures. The patient was taken to the intensive care unit in stable condition. Bone fragments from or were sent to micro and grew positive for staphylococcus epidermidis. Infection disease service was consulted and antibiotics were continued. When hemodynamically stable, he was weaned from ventilator and inotropic support. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint".